Manufacturer narrative:
The returned device was not evaluated. The device went through at least one decontamination procedure using a high-level disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
The patients system was explanted due to patient's mitral valve being infected.